Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 200-300 mg/dl). Troubleshooting was performed and pump passed delivery sys check. Customer is working with her health care professional on the reported issue.

Manufacturer narrative:
No prod returning for eval. Should new relevant info become available, a supplemental form will be submitted.